Manufacturer narrative:
H11. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. A review of historical complaints did not identify any trends associated with this type of fault. Based on investigation findings, pump hardware failure can be ruled out and it is reasonable to assume that reported event of error code 433 motor control was likely caused by incorrect pump occlusion settings. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that s5 roller pump 150 displayed alarm e433 and e434 (fault in motor controller) customer there is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump 150. A livanova field service engineer was dispatched the customer and could not reproduce the issue: the fse performed various checks and ran the pump for 3 hours without encountering any problems/errors, with the sub-pump mounted. The fse reported there is a humidity level of 90% in the operating rooms of the cardiology department of the serial read out (real time device parameters and setting recording file) of the pump was collected and error message 433 was confirmed while the 434 was not confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.